Event description:
It was reported that the event involved a female pt while in the ccu (cardiac care unit). The md inserted the catheter, through the sheath via right internal jugular with no issues. During the connection of the "alligator clip, the clip with the black cover", it seemed the opening to insert the actual pacer wire lead into it is so small it couldn't be inserted without force. Many staff members and the mds struggled with it unsuccessfully. As a result, they had to get a scissors to open the hole and then were able to get it in slightly enough to make a connection. There was no report of complications, or injury. No medical/surgical intervention was needed. There was a short delay or interruption in therapy noted with no harm to the pt. The pt outcome is, the pt expired during the use of the pacing catheter. It was stated by the rn that the pacing catheter did not contribute to the pt's death.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.